Event description:
It was reported to philips that during device evaluation the etc2 recess was damaged and needed repaired.

Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 26april2022. The reported issue was confirmed and the cause was traced to a damaged etco2 recess kit. Based on the conclusion of the investigation, it was determined that this was a malfunction of the etco2 recess kit. The etco2 recess kit was replaced and the device passed all testing. The device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).